Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two samples were available for evaluation. Visual inspection noted that the timing was disrupted and the handle was jammed in partial actuation. It was reported that the tack did not penetrate the tissue as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. Applying excessive pressure against the nose of the instrument may stall or jam the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the device was being used to fixate the mesh into position against the pubic bone. The first tack appeared to come out slightly and then not progress any further. It appeared the tack did not penetrate into the bone and as a result jammed the device. When the tacks did come out they seemed to come out at a slight angle and almost slide a little on the bone, they did not go straight into the bone. The surgeon was not putting an undue pressure on the tacker and did not have the shaft at an angle, it was straight without any torque. The device was removed from the patient and tested but mechanism had jammed with no tacks deploying at all. The second device also jammed upon deployment, was removed from the patient and when tested, was able to deploy tacks once the jammed tack was removed. However, when reintroduced into the patient, the devic e jammed again and would not deploy into the pubic bone. Another device was used to fixate the mesh to the tissue and complete the operation. There was no patient injury.